Event description:
New information received indicates that the lead was explanted and replaced on (B)(6), 2021. The patient condition was unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator replacement. During the procedure, it was noted that the right ventricular lead exhibited externalized conductors. No electrical anomalies were noted. Defibrillation threshold testing was successful so the physician elected to leave the lead implanted. The patient condition was unknown.